Manufacturer narrative:
Based on the claim against the product by the customer noting the force bipolar instrument broke apart, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument logs for the force bipolar instrument associated with this event has been performed. Per logs, the force bipolar was last used on (B)(6) 2023 on system (B)(4) with 8 lives remaining. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was reported that the minimally invasive procedure was converted to open for unknown reasons. It is unknown, at this time, if this conversion was a planned part of the procedure, or due to potentially anticipated patient anatomy difficulties.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the force bipolar instrument collided with the permanent cautery hook instrument. The force bipolar instrument broke apart. The fragments were retrieved during the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgery was completed as planned but converted to open surgery due to the surgical issue. No apparent injury to the patient. The patient has not returned to the hospital. Also, the procedure was converted to open surgery because the mass was too big.